Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 715 mcg/day via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that there was concerns with withdrawal and wanted to have the pump interrogated to confirm its function. The patient experienced increased blood pressure, subjective increase in rigidity, and stiffness in their lower extremities. There was also concern for hallucinatory type symptoms. The date (B)(6)2020 is considered an approximated date of event (month and year known only). It was noted that troubleshooting had resolved the reported issue. No further patient complications have been reported as a result of this event.